Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the customer did not have additional supplies, and called tandem technical support for assistance with overriding the minimum fill notification; however, the customer did not provide the amount of insulin that was in the cartridge. There was no impact to the customer's blood glucose level. The customer confirmed manual injections would be used until the cartridge is able to be changed, and declined further assistance from tandem technical support. There was no impact to the customer's blood glucose level.